Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
One of the heads fell off the brush whilst brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6)2017 that one of the heads fell off the oral-b dual-action brushhead while she brushed her teeth with an oral-b rechargeable toothbrush, version unknown. She reported this happened on two separate occasions. No symptoms developed. The consumer reported she always purchased an oral-b electric toothbrush, and was now on her fifth over 10 years. Concomitant product: oral-b manual dentifrice 3d white. No further information was provided. On (B)(6)2017 consumer follow-up via e-mail: the consumer reported she bought a pack of 4 brush heads of which 2 heads had fallen off. She reported she carried out the coin test, and the logo was still intact. No symptoms developed. No further information was provided.